Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using the starclose se device after an interventional procedure. Reportedly, resistance was met during the deployment of the starclose se thumb advancer and although there was an adequate nick and spread, the skin dimpled. The thumb advancer could not be moved forward or backward. The safety release mechanism was used and the device was removed. Manual arterial compression was applied to achieve hemostasis. Once the device was removed, the distal end was noted to be lifted. There was no adverse patient sequela. The technician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device was received partially deployed up to and through the deployment of the thumb advancer. The plunger, vessel locator wings (vlw) and thumb advancer were all deployed and the sheath was fully slit. One garage tube leaf was slightly bent upward and away from the delivery tube set. The received condition of the device is consistent with the reported event. The device was reset for redeployment testing and the test was successful with complete redeployment of the device plunger, vlw, thumb advancer/delivery tube. There was no detected deployment anomaly. The detected bent garage tube leaf was due to an unknown cause. During manufacturing, the starclose se device is visually inspected and a sample is functionally tested. Anatomically, tissue may have interfered with proper device function and may have contributed to the reported dimpling of tissue; however, there was no other anatomical information reported that may have contributed to the event. The device was returned with a large amount of dried blood/material between the vlw and distal end of the delivery tube indicating that anatomy may have played a role in the reported event. The reported dimpling of the tissue also can indicate that the nick and spread incision may not have been sufficient even though it was reported in the incident description the nick and spread was adequate. Per the starclose se instructions for use, it is necessary to create a 5-7 mm skin incision at the sheath site to accommodate the insertion of the clip delivery tube into the tissue tract. There was no reported or detected observation on the device to suggest a user operational inadequacy. Based on the investigation and testing, the device performed according to specification and no product lot quality deficiency was detected. A cause for the reported diffculty deploying the thumb advancer and dimpling of the skin could not be determined. A review of the device lot history record did not reveal any nonconforming materials records relevant to this event. A query of the complaint database found no similar incident. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.